Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Microsensor implanted in the or on (B)(6) 2015, doctor received normal readings and acceptable icp waveforms. The next day, the patient went to CT scan, when the doctor compared the brain scan to the icp reading, he didn't think the reading on the icpx was accurate. An evd was placed and icp was higher than the microsensor was reading. The implant will be sent in for evaluation and a report is requested. After event patient is in an induced coma.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found tht the sensor was functional with no visible damage. The catheter was severely mashed underneath the suture, 7 cm from the tip of the sensor case. The device failed water pattern testing (off scale at 3 days, 5.5 hours; re-zeroes; off scale in opposite direction after 7 hours). Due to the condition of the device as it was received, no further functional testing was possible. Based on their evaluation, the supplier confirmed the complaint and determined the probable cause to be use related. It is suspected that the vent had been mashed at the catheter damage site, and condensation buildup was affecting the vent function (blocking vent) during water pattern test. Based on the results of this evaluation, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.